Manufacturer narrative:
Supplemental 1 MDR 2016493-2025-82882 was submitted to recall MDR number 2016493-2025-82882 as determined to be not reportable because the issue did not occur while issuing meds and there was no delay or harm.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hardware had failed and multiple cubies had broken. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hardware had failed and multiple cubies had broken. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed, and multiple cubies were broken. A field service engineer confirmed that the customer replaced the broken cubie pocket and resolved the issue. The system functioned as intended after the customer resolved the issue.